Event description:
Philips received a complaint on the v60 ventilator indicating that the alarm silence button did not respond on the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they found the switch printed circuit board assembly (pcba) cable damaged. The rse provided replacement part information for the switch pcba cable and advised to check touchscreen function via the touchscreen diagnostics screen and then perform a touchscreen calibration. If the problem persisted after switch pcba cable replacement, then rse instructed the customer to replace the touchscreen. In a good faith effort (gfe) response from the customer received, it was stated that the issue was resolved by using the calibration tool. The investigation concludes that no further action is required at this time.